Event description:
Initial and additional information received from a consumer on 18-sep-2009 & 21-sep-2009. This is case 1 of 2: a female received one injection of injectable poly-1-lactic acid (sculptra) [lot # and expiration date unknown] in the hollows of her cheeks in 2008 for cosmetic purposes. About six months after the poly-1 lactic acid injection, she noticed the first papule along her cheek bone and from that time on, she developed more and more papules on the skin along her cheek bones. She described the papules as being hard and large enough to be seen in good lighting. She said that she was never told to massage the area so she didn't. At the time of this report, she also said that she has some areas around the original injection sites that are raised, and look as if there is a hole where the needle went in. She stated that her physician had used a fanning technique which she described as pointing the needle up. She said that on the left side of her face, you can see where the needle went in because there is a hole but you cannot see where the needle went in on her right side. She thought that maybe the doctor used a smaller size of needle for her right side. She advised that she is currently going to another dermatologist to try and get rid of the lumps and is taking doxycycline and has had some of the papules flushed with saline and then injected with corticosteroids or 5-fluorouracil. She stated that there are too many papules to have them all individually injected, and some that were treated in that manner have resulted in an indentation being left in that area. She was unsure if the physician had reconstituted the sculptra with any anesthetic of sterile water. She stated that she is allergic to penicillin and has no medical history. Concomitant medications were not provided. No further relevant information reported.